Manufacturer narrative:
The probable root cause is attributed to improper setup. It can be resolved by removing the endoscope from the universal surgical manipulator (usm), rotating the scope, pressing the clutch button on the arm to cancel guided tool change and reinstalling the endoscope.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the 30 degree endoscope image was inverted. The customer reseated the endoscope, but the issue persisted. The intuitive tech support engineer (tse) checked the system logs and found no relevant errors. The tse guided the caller with reseating the endoscope and pressing the clutch button, which resolved the issue. There were no reports of patient injury.